Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from various sources regarding a patient undergone l5/s1 tlif (transforaminal lumbar interbody fusion) for progressive back pain and l5 left lle (left lower extremity) radiculopathy back into ankle and top of foot with left foot drop. It was reported that imaging showed that cage posterior migration which resultant severe lateral recess stenosis. 5 months post-implantation, the patient underwent interbody cage replacement during inpatient stay due to concern for device malfunction. No further complications were reported/anticipated.

Manufacturer narrative:
B5: updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Examination: performed date-(B)(6)2024 xr spine lumbosacral 2 or 3 views there is posterior decompression with posterior and interbody fusion at l5-s1. No hardware loosening. Alignment is unchanged. There are mild endplate degenerative changes throughout the spine. There is no fracture. Si joints are normal. Examination: performed date-(B)(6)2024 findings: ap and lateral lumbosacral spine x-rays are submitted for evaluation. There is apparent new posterior displacement of the intervertebral cage at l5-s1, however there is considerable rotation of the spine on lateral view com pared to prior study. Vertebral body heights, disc spacing and alignment are otherwise unchanged. Impression: apparent new posterior displacement of the intervertebral cage at l5-s1, however, there is significant rotation on lateral view that could produce this appearance. Repeat lateral view may be helpful. Plb sent a tiger text message with findings and recommendations to (B)(6), pa-c at 12 6 hours on (B)(6) 2024. Examination: performed date: (B)(6)2024 findings: ap and lateral radiographs of the lumbosacral spine. L5-s1 laminectomy, posterior spinal fusion and interbody cage. No lucency surrounding hardware. Alignment is improved compared to (B)(6)2024. No new abnormality. Mild l1-l5 degenerative changes. Impression: unchanged alignment of l5-s1 instrument spinal fusion hardware compared to (B)(6)2024. No immediate hardware complication.